Event description:
The reporter indicated that a surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -13.5/2.0/088 (sphere/cylinder/axis) was implanted upside down, and tore while explanting. The backup lens was then implanted.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: unk. Work order search found no similar complaints within associated lots. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g2: report source: foreign should be ommitted for correction. H3: device evaluated by manufacturer- no should be selected for correction. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h1: type of reporable event-malfunction should be ommitted and serious injury should be selected for correction. H6: health effect: impact code: 4627 should be added for device explantation. Claim# (B)(4).